Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after getting a volume error warning during dwell 3 of 5 at 1:00am in the morning. The patient cancelled treatment and when the cassette was removed, there was fluid found on the cassette and in the cycler. The patient did not attempt another treatment at the early morning time. Then later in the day, the patient's pd nurse came over and advised for patient to let the cycler dry out and attempt a treatment. During next treatment early that evening, during drain 0, there was a balloon valve leak alarm. The patient was issued a new cycler due to the balloon valve leak alarm. The cause of the earlier leak was unknown. In a follow up, the pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn verified going over to assist with the patient's cycler and advised for the cycler to dry out and to try the cycler again the following treatment. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatments using manuals and will continue to complete treatments using manuals pending receipt of the replacement cycler. The cycler is available to return. The patient stated there was no set sample available for a physical evaluation since the cassette was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak after getting a volume error warning during dwell 3 of 5 at 1:00am in the morning. The patient cancelled treatment and when the cassette was removed, there was fluid found on the cassette and in the cycler. The patient did not attempt another treatment at the early morning time. Then later in the day, the patient's pd nurse came over and advised for patient to let the cycler dry out and attempt a treatment. During next treatment early that evening, during drain 0, there was a balloon valve leak alarm. The patient was issued a new cycler due to the balloon valve leak alarm. The cause of the earlier leak was unknown. In a follow up, the pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn verified going over to assist with the patient's cycler and advised for the cycler to dry out and to try the cycler again the following treatment. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatments using manuals and will continue to complete treatments using manuals pending receipt of the replacement cycler. The cycler is available to return. The patient stated there was no set sample available for a physical evaluation since the cassette was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.